Event description:
The customer reported that their xhibit central station was having intermittent network connectivity with their telemetry receivers. The unit was shipped to spacelabs healthcare for depot repair. No issue was identified with the connectivity of the device, however it was noted that the video card was not fully functional and the device would lose video signal after running for a period of time. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device.